Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt expired on (B)(6) 2014. The pt was admitted into the hosp on (B)(6) 2014 after receiving multiple aicd shocks for non-sustained ventricular tachycardia (nsvt) (over 20 on the first day). On (B)(6) 2014, the pt occluded the left dominant circumflex and had a bare stent placed. The pt was given plavix, aspirin and coumadin. During that time the pt also experienced a myocardial infarction. The pt reportedly continued to experience nsvt over a period of 3 days and received more aicd shocks. On (B)(6) 2014, the pt could not move the right side of his body. A CT scan was performed which showed that the pt had a hemorrhagic stroke. The hosp staff believes that the stroke was likely related to the large amount of nsvt's the pt experienced. The pt expired the same day.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported hemorrhagic stroke could not be determined. The hospital staff felt that it was not pump related. They believe that the stroke was likely related to the large amount of non-sustained ventricular tachycardia that the patient experienced. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The pump will not be returned to the manufacturer for eval as it was not explanted and an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.